Event description:
Patient has recently presented with a painful knee. This pain has become increasingly severe and the knee has become progressively stiffer. A decision was made to revise this knee.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.